Event description:
It was reported that a patient underwent a revision procedure due to an alleged infection. The patient was initially implanted on (B)(6) 2022 with the following eleos implants: stem extension, resurfacing axial pin, straight cemented stem, resurfacing femur, proximal tibia, tibial hinge w/ rotational stop, resurfacing femur tapered screw, and a poly spacer. On (B)(6) 2022 the patient was revised to remove and replace the axial pin, tibial hinge, and poly spacer. The remaining devices were left implanted in the patient. This event will be reportable to the FDA as a serious injury due to revision procedure. All devices which were implanted at the time of the alleged infection will be reported. This record captures the eleos cemented stem.

Manufacturer narrative:
It was reported that the patient developed an alleged infected and underwent a revision surgery on (B)(6) 2022. During the revision surgery, the surgeon revised the following implants: eleos resurfacing femur axial pin, eleos tibial hinge component and eleos tibial poly spacer. The following eleos implants remain implanted from the patient's original surgery on (B)(6) 2022: cemented stem extension, cemented segmental stem, resurfacing femur, proximal tibia, and resurfacing femur tapered screw. A review of the work orders and sterilization batch release records for the products involved found no indication that the alleged infection was a result of a manufacturing or sterilization nonconformance. The root cause of the patient's alleged infection could not be determined. The following mdrs were submitted for all the devices implanted at the time of patient's infection: 3013450937-2022-00315; 3013450937-2022-00316; 3013450937-2022-00318; 3013450937-2022-00319; 3013450937-2022-00320; 3013450937-2022-00321; 3013450937-2022-00322.